Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed.the device was sent to the product engineering who concluded that based on the analysis, it is reasonable to suggest that at some point during operation the drill bit was subjected to an excessive bending moment, or experienced shock loading due to contact with metal, which overloaded the drill bit and caused it to fracture. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure. Monitor heavy sideloads and/or long operating periods to prevent overheating of the distal tip and body of the handpiece and/or attachment. Excessive pressure may bend or fracture the cutting accessory" the associated devices IFU's state that the device and associated handpieces are "intended for surgical procedures involving the drilling of bone and hard tissue, including the spine."

Event description:
It was reported that the bur broke at the cutting end during an osteotomy of the lower jaw bone. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke at the cutting end during an osteotomy of the lower jaw bone. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.